Manufacturer narrative:
(B)(4)

Event description:
Related manufacturer reference numbers: 2017865-2017-00923 and 2017865-2017-00924. During ICD exchange, the right atrial and right ventricular pacing leads were explanted due to noise. The left ventricular lead was explanted and replaced due to phrenic nerve stimulation. Insulation damage was reported but it is unknown if the atrial or the ventricular lead was involved. The rv defibrillation lead was also electively explanted and there was no alleged malfunction on the lead. The patient was in stable condition.

Manufacturer narrative:
External insulation abrasion due to friction to another device or feature of the heart was noted breaching the outer insulation and exposing the outer coil at the middle region of the lead. This likely caused or contributed to the reported noise reported. All other damages were consistent with that occurring at the time of explant. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts.